Manufacturer narrative:
Omit: b21: type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: initial reporter addr 1, initial reporter facility name. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pca module did not recognize the bd 30ml syringe was confirmed and replicated during laboratory testing. During external and internal inspection, there were no obvious issues found that would contribute to the reported complaint. Laboratory test results on the received incident pca modules found that the modules did not detect syringes correctly, as their detection was intermittent. Only the pca s/n: (B)(6) was able to detect the installed syringe several times successfully. A calibration task and preventive maintenance were performed on all four pca modules, after which they correctly detected the 30 ml bd syringe. The facility provided an event date of 20 march 2025, event time was not reported. Pcu event logs were not returned for investigation, therefore some parameters could not be determined. Event log of the suspect pca module s/n: (B)(6) showed no record of use on the reported event day. The las record of a syringe being installed was on (B)(6) 2025, the pca module was attached to the concomitant pcu module s/n: (B)(6) at 10:09 am a 30ml bd syringe with a volume of 30.8438 ml was installed, an infusion was loaded with rate of 0.1 ml/h and a volume to be infused (vtbi) of 30.69 ml and started as pca continuous mode. According to the event log review pca s/n: (B)(6) was attached to the concomitant pcu s/n: (B)(6) on (B)(6) 2025, at 8:18 am. During the reported day, there were no recorded infusions or syringe selections even though there were channel selections and door opening events; it could not be ascertained from the log if a syringe had been inserted or not. The same behavior was observed during the reported date with the suspect pca module s/n: (B)(6) attached to the concomitant pcu s/n: (B)(6). Event log of the pca module s/n: (B)(6) showed no record of use on the reported event day. The last record of usage was on (B)(6) 2025, the pca module was attached to the concomitant pcu module s/n: (B)(6) at 8:43 am, there were no recorded infusions or syringe selections during the day, even though there were channel selections and door opening events. The syringe loading alaris¿ pca and syringe modules tip sheet states that if the installed syringe is loaded correctly but not recognized, check for the following: if a label is between the syringe barrel and the barrel clamp, make sure that it does not erroneously enlarge the barrel size of the syringe. If a needle-free valve or other component is added to the syringe, ensure that it is no larger than the diameter of the syringe barrel. The pca devices were used for patient treatment purposes as intended per 21 cfr 820.198(d)(2). Note to service: pca modules were disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the reported error that pca modules displayed the ¿unknown syringe¿ error message, could be confirmed during laboratory testing for three of the suspect pca modules. Laboratory testing was not able to replicate the same issue for the pca module s/n 17314533; however, the probable root cause was attributed to the pca modules working out of specification, which was corrected by calibrating the devices. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that bd 30ml syringes ref#: (B)(4) being used on four (4) pcas for training purposes were not recognized. As a result, the pcas were not able to be programmed. There was no patient involvement.

Event description:
It was reported that bd 30ml syringes ref #(B)(4) being used on four (4) pcas for training purposes were not recognized. As a result, the pcas were not able to be programmed. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.